Event description:
Previously surgery clinic had reported this event (and 2 others) as a malfunction with no pt injury. Now surgeon reports that while the viscoelastic was being instilled in the eye through the paracentesis, the cannula became dislodged from the syringe and was forced across the anterior chamber, bouncing off the anterior capsule and resting in the ciliary sulcus. No observable rent was noted in the anterior capsule or zonular breakage noted at the time of the incident. At 1 day post-operative retinal/choroidal detachment was diagnosed and the pt was referred to a retinal specialist. A retinal laser procedure was performed. Pt is reported to be improving.

Manufacturer narrative:
The original malfunction report was received on 10/1/96. Info relating a serious injury was received on 11/1/96. One syringe was returned for evaluation. The components met specs and passed ansi gage testing. There have been no similar reports from other facilities concerning this lot.